Event description:
It was reported that a small volume folfusor was leaking from an unspecified location. The leak was noticed when the device was being prepared prior to patient use. The device was filled with fluorouracil 4680mg in sodium chloride 0.9%. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction made to e1: initial reporter phone no.: (B)(6). H4: the lot was manufactured from october 26, 2021 - october 28, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.